Manufacturer narrative:
Evaluation summary: primary notes state the pt had full extension and excellent flexion. Visit notes state the pt had continued pain, swelling, and instability. Revision notes state the ligaments slowly lengthened and loosened in extension and flexion, with significant mid-flexion instability, chronic swelling, extension laxity and slight hyperextension. The articular surface was increased from 10mm thickness to 14mm. To date, no x-rays have been received. Compatibility of the implants used was reviewed with no issues noted. The package insert lists loosening of surrounding tissues as a possible adverse effect. Root cause appears related to condition of the soft tissues surrounding the knee, although that cannot be definitively stated. The articular surface exhibits slight tracking across the condylar surfaces, most likely caused by debris. No abnormal wear patterns on the device were noted. Slight rotational tracking was seen on the underside. Dimensions taken are within specification where measured. Device history records were reviewed and indicate the device was manufactured, inspected, and packaged to specifications.

Event description:
It is reported that the pt was revised due to swelling and instability.